Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that sac-00820-1a arterial catheters are providing diastolic readings that are significantly lower than manual blood pressure readings in the micu. Representatives from cma have previously visited this account to troubleshoot the issue. The facility transitioned to using only short arterial tubing instead of a mix of long and short tubing. They have used ultrasound guidance to move up the arm and use the 8cm 20ga sac catheter. The same issue has been observed with ra-04020 catheters. There was no harm or health consequences reported from the device issue in this case. The patients current condition is reported as "shock". The associated emdr report numbers are . 9680794-2025-00106, 9680794-2025-00132 and 9680794-2025-00131.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two videos for analysis. A complete visual inspection could not be performed on the actual catheter as it is not pictured in the video nor was it returned for analysis. Clinical and medical affairs was contacted as part of this complaint to review the details and the customer videos. They confirmed that no assumptions can be made from the videos as the level of the transducer cannot be visualized. If the arterial tubing transducer is positioned higher than phlebostatic axis (nipple line) , then the result will be a lower pressure reading. They also confirmed that a kinked catheter could contribute to low readings; however, this cannot be confirmed from the videos and without the sample returned. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The customer report of an incorrect pressure reading cannot be confirmed by visual inspection of the customer supplied videos. Likewise, a full complaint verification testing could not be performed as the catheter is not pictured nor was it returned for analysis. A device history record review was performed based on sales history, and no relevant findings were identified. Without the device to evaluate and based on the comments from clinical and medical affairs, the root cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that sac-00820-1a arterial catheters are providing diastolic readings that are significantly lower than manual blood pressure readings in the micu. Representatives from cma have previously visited this account to troubleshoot the issue. The facility transitioned to using only short arterial tubing instead of a mix of long and short tubing. They have used ultrasound guidance to move up the arm and use the 8cm 20ga sac catheter. The same issue has been observed with ra-04020 catheters. There was no harm or health consequences reported from the device issue in this case. The patients current condition is reported as "shock". The associated emdr report numbers are 9680794-2025-00105, 9680794-2025-00106, 9680794-2025-00132 and 9680794-2025-00131.